Manufacturer narrative:
The following fields have been corrected: b5. It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were issues with separation glue adhering to the tube, oil drift, and difficult capping. Issues were reported with 60,000 tubes. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: (B)(4) imported yellow tube of 5ml, oil drift is serious, the separation glue adheres to the tube wall and is free in the serum, causing the instrument to frequently block the needle. Customers complained that the capping was difficult when using the baiyang decapping centrifuge. H6. Investigation summary: bd received ten (10) photos and two (2) videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for poor barrier separation, gel smearing, and stopper pop off were observed. Oil gel globules was not observed in the photos or videos provided. One hundred (100) retained samples were visually inspected, and no additive abnormality or gel defects were found ten (10) retained samples were drawn with water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 4 hours. None of the cap/stopper assemblies popped off. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation, gel smearing, oil gel globules, and stopper pop off was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (oil gel globules, gel smearing, and poor barrier separation) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, gel smearing, and stopper pop off based on photos only. This complaint has not been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were issues with separation glue adhering to the tube, oil drift, and difficult capping. Issues were reported with 60,000 tubes. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: (B)(4) imported yellow tube of 5ml, oil drift is serious, the separation glue adheres to the tube wall and is free in the serum, causing the instrument to frequently block the needle. Customers complained that the capping was difficult when using the baiyang decapping centrifuge.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has separation glue adheres to the tube, oil drift, and capping was difficult. This event occurred 6000 times. The following information was provided by the initial reporter. The customer stated: 367955 imported yellow tube of 5ml, oil drift is serious, the separation glue adheres to the tube wall and is free in the serum, causing the instrument to frequently block the needle. Customers complained that the capping was difficult when using the baiyang decapping centrifuge.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.